Event description:
It was reported that the patient was experiencing abdominal cramping and skin sensitivity on the abdomen area since implanted. The patient took muscle relaxers to aid with the sensation however, it was not effective.